Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving clonidine, bupivicaine, and dilaudid at unknown concentrations and dosages via an implantable pump. On (B)(6) 2017 it was reported that the patient's pump has been malfunctioning. According to the hcp, the pump malfunctioning began possibly in (B)(6) 2016, but the hcp wasn't positive. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.